Event description:
The baclofen pump failed for the patient which caused him to go through withdrawal. This was noted in the ed. The patient was not stable enough to bring to surgery until three days later to exchange the pump.